Event description:
After implant, the patient began to have pain in both legs and had difficulty walking, due to the pain. She turned the device off so she could walk. Her neurologist placed her on neurontin which helped the leg pain. After the device was turned back on, the patient did not have therapeutic effect with either of her programs. The lead was replaced and the patient was no longer experiencing problems with the system.